Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: j0546368v, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the health care provider (hcp) that the patient had their ins removed on (B)(6) 2019 and when they went to explant the lead, they could not remove it and so they cut the lead. The caller confirmed that a lead fragment was on the x-ray and that the device had been explanted by the implanting and managing physician. The hcp noted the reason for the explant was unknown. There were no further complications reported.